Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opened. A technical support specialist (tss) remotely accessed the machine and confirmed that the populate button and zones displayed no errors. Tested using tester application, during which cubies at positions 01 00 (size 02) and 01 04 (position 05, size 02) were released without issue. When the user attempted to close cubie 01 02, it did not close. Further testing showed that the latch on that cubie appeared to be broken. The user was instructed to place other cubies in the problematic location, and those cubies operated normally, while the defective cubie continued to fail in other locations, confirming a hardware issue. The user was informed to have the pharmacy replace the broken cubie and advised to de assign the item from the machine without removing the cubie through the tester application. The issue was resolved, as the replacement cubie would be between user and pharmacy. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the lid of cubie 01, 02 would not close at all, although the drawer itself could still be closed. The customer stated that this malfunction occurred while dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.